Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the reported incomplete coaptation (periprocedure) appears to be due to challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The device was not returned for analysis. Based on the available information, the reported incomplete coaptation (periprocedure) appears to be due to challenging patient anatomy. The reported mitral valve insufficiency/regurgitation (recurrent mr) appears to be a cascading effect of the slda. Additionally, mitral valve insufficiency/regurgitation is listed in the mitraclip gen4 instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.b1, h1 - type of reportable event correctedh6 health effect - impact code 2199 removed

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitra clip device referenced is filed under separate medwatch report number.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to <1. One day post procedure during a transthoracic echocardiogram (tte) it was noted both clips had detached from the anterior leaflet (single leaflet device attachment (slda)) and the mr increased to 3+. No treatment will be performed at this time. No additional information was provided.